Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 50 mg/dl, 79 mg/dl at the time of incident. Customer states insulin pump had software error detected alert. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Pump error found in the pump history (linenumber = 3540 and filenumber = 26) due to software error.